Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right atrial (ra) lead procedure was performed due to a lead dislodgment. The ra lead was repositioned and the pocket was closed. When measurements were performed an ra lead dislodgment was once again suspected and another revision procedure took place. An active fixation lead was elected to placed. A new lead was successfully implanted. The ra lead will not be returned. No additional adverse patient effects were reported.